Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened buttons dome switch. No moisture damage found on keypad traces, electronic assembly or motor. Insulin pump had stripped battery cap at coin slot area, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and minor scratches on lcd window.

Event description:
Customer reported a button error on his insulin pump. He said he took off the device to go swimming and he was trying to use a new infusion set when his buttons stopped working. The issue has been ongoing for the last two months. Customer's blood glucose was 456 mg/dl. He treated with the device and is now at 378 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.